Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the right femoral artery. The 80% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. Due to the calcification, the physician used multiple balloons to open the blockage. The physician first used a 2.5x15mm and a 3.5x12mm quantum maverick balloons inflated to high atms. Then, the physician advanced a 3.5x15 balloon to the lesion without any issues and on the first inflation, inflated the balloon to 20 atms for 24 seconds and the balloon ruptured. The device was removed intact. There were no pt complications. Pre-dilation was completed with another balloon. The procedure was successfully completed with the deployment and post dilation of a 2.5x13mm and 2.x18mm non-bsc stents. Pt status is reported as "fine".

Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).